Manufacturer narrative:
Additional information received reported that the patient received tpa, a 5mg bolus over 10 mins and 5mg per hour after which she was heparinized for more than 48 hours. The parameters remain in the normal range and the patient was discharged home with no effect on the patient. It was reported that "the patient is good now". The instructions for use warns that this device has only been evaluated in patients greater than or equal to 18 years of age and that other methods of mechanical circulatory support for patients younger than 18 should be considered. With review of the available information there is no indication that any device manufacturing or performance issues contributed to the event with an inr below the recommended range an identified contributing clinical factor. Heartware will submit a supplemental report when new information becomes available.

Manufacturer narrative:
Unchecked "user facility". Log file analysis: a review of the controller log files associated with the event captured, confirmed the high watt alarms. A rise in power consumption has been logged starting (B)(4) 2015 to a peak of 4.2 watts on (B)(4) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The vad remains implanted and therefore was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors including sub-therapeutic inr may have contributed to the event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The instructions for use warns that this device has only been evaluated in patients greater than or equal to 18 years of age and that other methods of mechanical circulatory support for patients younger than 18 should be considered. With review of the available information there is no indication that any device manufacturing or performance issues contributed to the event with an inr below the recommended range an identified contributing clinical factor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms. Additionally the addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's inr below recommended range may have contributed to the reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
Information was received from the distributor in turkey from the site that while the patient was sitting at home, her controller "gave high watt alarm about 1:30 pm. After reporting the alarm and parameters which at that time were 8 l/min, 2040 rpm, 2.7 watt the patient went to the hospital in the area that they live. After the doctors at the hospital conversed with the site, the patient was transported via air ambulance and arrived to the site at 7 pm. Logs were received and reviewed by the manufacturer with findings of power consumption above normal operating range. Thrombosis was diagnosed. The patient was heparinized; inr was 1.95. Pump parameter were: 6.8 l/min 2040 rpm 2.5 watts. The decision was then made to begin tpa treatment. Then, they decided to begin tpa treatment. At night, pump watts decreased to 1.9 watt and flow was 3.5 l/min. Log files were submitted to the manufacturer with review indicating normal power consumption. Power and flow went back to normal values. The patient remained heparinized and was still under observation in the ICU.